Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis found that one ec60 device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed, as the device opened without any difficulties noted.

Event description:
It was reported that during an unknown procedure, when the doctor was ready to fire, the applier was stuck and the reload could not be fired. It was not reported how the procedure was completed. There were no adverse consequences reported for the patient. One device and one reload will be returning. Additional followup provided: on the third firing, the device got stuck on tissue after firing. The doctor pressed the manual release button twice, but it didn't work. Then pressed the release button with hand assist to remove the device.